Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced glucose variability, with a low blood glucose value of 57 mg/dl and a peak value of 269 mg/dl. The user managed the hypoglycemic episode with fast-acting carbs. No outside medical intervention was required.